Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg); bg cause and values unknown. Customer declined to troubleshoot with tandem technical support. No additional patient or event information available.